Event description:
The alleged report is of patient injury stated as a 'burn'. The photos received show only eeg leads and a competitive sensor attached to the patient.

Manufacturer narrative:
Potential causes for this alleged incident are labelled for in our instructions for use. These instructions may not have been followed resulting in the alleged incident.